Event description:
Rn (registered nurse) checked on pt (patient) following epidural placement. 30 minutes post epidural, pt still having severe pain. Pt provided epidural button and after hitting it pt reported feeling wet behind her back. This rn checked and saw epidural medication leaking from connection between epidural and bubble chamber. Anesthesia paged and at bedside to assess.